Event description:
Customer originally called for assistance in setting up his device. Customer stated that after he inserted the drum, the needle would stick out of the drum. Customer did not put the end cap on the device. Upon review by the first level investigation unit, it was found that the lancet protruded from the end cap of the device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.